Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and the pt's capsule was unable to support the lens. The lens was removed without any pt incident.

Manufacturer narrative:
Results- visual inspection of the returned product showed that there was a small tear in one of the haptic plates and a clear surgical residue on the lens.